Event description:
Reportedly during the pacemaker interrogation, the touch panel did not respond. The tablet froze during the check and rebooted several times.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (B)(6) 2024). Analysis summary: no programmer log files from (B)(6) 2022 are present in the provided files. Actually there are no logs at all between (B)(6) 2022. Either there was no activity on the tablet on that day, or the files were deleted during the smartview update performed on (B)(6) 2022. Since no log files from the reported date of programmer freeze were provided no root cause can be determined. As reported, the device functioned as specified during internal testing at japanese mp warehouse. This case can be re-opened in case the issue reoccurres and appropriate data will become available.